Event description:
A gastrostomy mic-key button (low profile gastrostomy feeding tube) balloon was found to be deflated. The g-tube had been placed seven months ago because the patient's previous g-tube balloon had deflated. The parents reported that they have had to change the g-tube at home 2-3 times per month for the same reason. It is believed to be a leak from the balloon.